Event description:
Boston scientific received info that the right atrial lead had dislodged. A lead revision procedure occurred where the lead was successfully repositioned. No specific measurements were provided and no adverse pt effects were reported. No add'l info is currently available. If add'l info becomes available, the event will be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.